Event description:
A report was received that during a pocket revision, the physician discovered that the pt had an infection and explanted his precision system. The physician prescribed oral antibiotics, and will re-implant the pt once the infection clears. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were kept by the facility, and are not being returned to bsn.